Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/04/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. A review of the downloaded data log found no errors related to customer complaint. The receiver case was opened for further evaluation and failed. The battery connector was completely disconnected. The reported event of receiver ceased to function was confirmed. The root cause was determined to be an assembly error.